Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On feb 10th 2020, senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt made.

Manufacturer narrative:
No response was received after multiple attempts; thus status of sensor removal could not be confirmed.